Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip stapler instrument was found to have a broken chassis at tip where input disk 4 sits. The broken piece was not returned, measuring roughly 0.674¿ x 0.316¿ in size not returned in size. Components adjacent to this broken chassis show damage which may indicate potential mishandling/misuse / do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user. .

Event description:
It was reported that the curved tip stapler instrument chip was out of the head on clip-inside. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as listed in the return, it is unknown how the chip happened on the head of the instrument, it was laying in our sterile processing with a note that said broken. The robot will not recognize it with the chip missing.